Manufacturer narrative:
The investigation determined that non-reproducible vitros phyt results were obtained for multiple samples from a single patient when run on two vitros 5600 integrated systems. There was no evidence of an instrument malfunction as results of precision testing demonstrated that the vitros 5600 integrated systems were operating as expected at the time of the event. In addition, there was no evidence of a reagent malfunction based on acceptable vitros phyt quality control results obtained near the time frame of the event as well as acceptable phyt precision test results. The issue appeared to be isolated only to samples drawn from the patient in question. In addition, the affected patient samples were not processed in accordance with the tube manufacturer¿s recommendations. A definitive root cause could not be determined. However, a sample related issue specific to the affected patient or improper pre-analytical sample processing cannot be ruled out as potential contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained non-reproducible vitros phyt results for multiple samples from a single patient when run on two vitros 5600 integrated systems. For sample 1, vitros phyt results of 20.0, 18.3, 19.7, 20.0, 19.5, 21.1, 21.3, 20.2, 20.9, and 21.4 ¿g/ml were obtained versus the expected value of 28.0 ¿g/ml. For sample 2, vitros phyt results of 32.3, 18.7, 30.1, 25.6, and 17.0 ¿g/ml were obtained, however the expected value was not determined. For sample 3, vitros phyt results of 27.6 and 27.4 ¿g/ml were obtained versus the expected value of 20.0 ¿g/ml . Biased results of the magnitude and direction observed may lead to inappropriate physician action. The non-reproducible vitros phyt patient results were not reported out of the laboratory for samples 1 and 3. For sample 2, one of the non-reproducible vitros phyt patient results was initially reported out of the laboratory, however the physician was later notified to disregard the result. There was no report of patient harm as a result of this event. (B)(4).